Event description:
The pt was experiencing underdosing symptoms including rhabdomyolysis and impaired consciousness. Catheter x ray examination was normal. The pt "remains under treatment". The pump was explanted. A follow-up report will be sent if additional info becomes available to us.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.